Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue with medication order, and it was linked with the incorrect medication. A technical support specialist checked the server and found the server was used by another agent and ran reports and worked with customer then attached knowledge article 000011076 ¿how to add or edit a formulary item¿ for customer training use. The system was assessed by a technical support specialist.

Event description:
It was reported by the customer that a bd pyxis¿ es server had an issue with medication order, and it was linked with the incorrect medication. When providers ordered med ID: (B)(6) (norepinephrine premixed d5w 4mg/250ml), the pyxis system pulled med ID: (B)(6) (norepinephrine 1mg/1ml vial). This mismatch affected proper medication dispensing. There were no adverse events or injuries reported based on this incident.